Manufacturer narrative:
(B)(4). Distal stent graft induced new entry (dsine).

Event description:
The following was reported to gore: on (B)(6) 2021, this patient underwent a 1 debranch tevar to treat a thoracic aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system. The procedure was completed without any issue. On (B)(6) 2022, no issue was observed on the follow up examination. On (B)(6) 2022, the patient had back pain and CT imaging revealed that thickening of the vessel wall and aneurysm enlargement. However, no obvious endoleak was observed, and no inflammatory reaction or infection was observed; hence, a distal stent graft-induced new entry (dsine) was suspected. On (B)(6) 2022, a reintervention placing an additional stent graft at the distal side was performed. The patient tolerated the procedure.